Event description:
A pt reported blood glucose results of "315 mg/dl" with a lifescan meter and "254 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution are being replaced.